Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during field inventory, there were (14) reamer heads that were dull. There was no patient involvement. This report is for (1) 8.5mm medullary reamer head. This is report 1 of 14 for (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction. Visual inspection: the 8.5mm medullary reamer head (p/n: 352.085, lot#: f-16787) was returned and received at us cq. Upon visual inspection, it was observed, that the reamer head blades were dull. No other issues were identified with the returned device. Device failure/defect was identified and the complaint was confirmed. The complaint can not be replicated with the returned device(s). Functional test: the functional test was not performed, as the device was received by itself. However, the alleged dull/will not cut condition can be confirmed, as the received condition of the complaint device was felt and determined to be dull. Dimensional inspection: no dimensional inspection can be performed, due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion: the complaint condition is confirmed, for the 8.5mm medullary reamer head (p/n: 352.085, lot#: f-16787). There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part no.: 352.085, lot no.: f-16787, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 18.jul.2014. No ncrs were generated, during production. Review of the device history record(s) showed that there were no issues, during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.